Event description:
It was reported that the lv (left ventricular) lead was causing phrenic stimulation. The lead was reprogrammed and remains in use. The event was reported from the (B)(4) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.